Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/"), bacterial infection ("bacterial infections"), rheumatoid arthritis ("rheumatoid arthritis") and uterine cyst ("huge cysyt in uterus") in an adult female patient who had essure (batch no. 838567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's past medical history included chronic pancreatitis and multiparous. Concurrent conditions included fatigue, bloating, libido decreased, insomnia, pancreatitis, genital bleeding, dysuria, ovarian cyst, uterine leiomyoma, menometrorrhagia, uterine enlargement, adenomyosis and obesity. Concomitant products included abatacept (orencia), colecalciferol (vitamin d3) and testosterone. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful period"), alopecia ("hair loss"), anorectal discomfort ("vaginal and rectal pressure") and vulvovaginal discomfort ("vaginal and rectal pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain lower ("cramping/left side pain"), autoimmune disorder ("autoimmue disease"), arthritis ("arthritis"), vaginal discharge ("discharge"), anxiety ("anxiety"), feeling abnormal ("brain fog"), gastrointestinal disorder ("bowel issues"), uterine pain ("uterine pain"), blood testosterone decreased ("hormonal changes describe: low testosterone"), vaginal infection ("vaginal infection"), urinary tract infection ("uti and bladder/ bladder or urinary problems or changes"), cystitis ("bladder infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cervicitis ("infection (other) describe: cervical"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), loose tooth ("dental problems:loose teeth"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain"), dental caries ("dental problems: increased cavities"), proctalgia ("rectal pain") and uterine cyst (seriousness criterion medically significant). The patient was treated with ibuprofen, surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (had to be cut completely open.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rheumatoid arthritis, alopecia and nausea had resolved and the bacterial infection, abdominal pain lower, autoimmune disorder, arthritis, vaginal discharge, anxiety, feeling abnormal, gastrointestinal disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, anorectal discomfort, vulvovaginal discomfort, uterine pain, blood testosterone decreased, vaginal infection, urinary tract infection, cystitis, bladder disorder, urinary tract disorder, female sexual dysfunction, cervicitis, depression, migraine, headache, loose tooth, dyspareunia, weight increased, vulvovaginal pain, dental caries, proctalgia and uterine cyst outcome was unknown. The reporter considered abdominal pain lower, alopecia, anorectal discomfort, anxiety, arthritis, autoimmune disorder, bacterial infection, bladder disorder, blood testosterone decreased, cervicitis, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, loose tooth, menorrhagia, migraine, nausea, pelvic pain, proctalgia, rheumatoid arthritis, urinary tract disorder, urinary tract infection, uterine cyst, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 200 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, vaginal discharge, anal discomfort, vaginal discomfort . Most recent follow-up information incorporated above includes: on 25-jun-2018: from pfs events " vaginal infection, uti and bladder, bladder or urinary problems or changes, bladder infection, apareunia, infection (other) describe: cervical, depression, anxiety, migraines, headaches, loose teeth, dyspareunia, nausea, weight gain, vaginal pain, increased cavities, rectal pain, huge cyst in uterus were added. Reporter, patient and product information are added. Outcome of events " rheumatoid arthritis, pain, hair loss, nausea" are recovered/ resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain"), bacterial infection ("bacterial infections") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure (batch no. 838567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's past medical history included chronic pancreatitis and multiparous. Concurrent conditions included fatigue, bloating, libido decreased, insomnia, pancreatitis, genital bleeding, dysuria, ovarian cyst, uterine leiomyoma, menometrorrhagia, uterine enlargement and adenomyosis. Concomitant products included abatacept (orencia), cholecalciferol (vitamin d3) and testosterone. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), anorectal discomfort ("vaginal and rectal pressure") and vulvovaginal discomfort ("vaginal and rectal pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection (seriousness criterion medically significant), abdominal pain lower ("cramping/ left side pain"), rheumatoid arthritis (seriousness criterion medically significant), autoimmune disorder ("autoimmune disease"), arthritis ("arthritis"), vaginal discharge ("discharge"), anxiety ("anxiety"), feeling abnormal ("brain fog"), gastrointestinal disorder ("bowel issues") and uterine pain ("uterine pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bacterial infection, abdominal pain lower, autoimmune disorder, arthritis, vaginal discharge, anxiety, feeling abnormal, gastrointestinal disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, alopecia, anorectal discomfort, vulvovaginal discomfort and uterine pain outcome was unknown and the rheumatoid arthritis had resolved. The reporter considered abdominal pain lower, alopecia, anorectal discomfort, anxiety, arthritis, autoimmune disorder, bacterial infection, dysmenorrhoea, feeling abnormal, gastrointestinal disorder, menorrhagia, pelvic pain, rheumatoid arthritis, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, vaginal discharge, anal discomfort, vaginal discomfort. Most recent follow-up information incorporated above includes: on 02-apr-2018: plaintiff's fact sheet received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), rheumatoid arthritis, dysmenorrhea (cramping), hair loss, vaginal and rectal pressure, uterine pain, patient did not undergo confirmation test were added. On 02-apr-2018: patient's medical history, concomitant medications added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/"), bacterial infection ("bacterial infections"), rheumatoid arthritis ("rheumatoid arthritis") and uterine cyst ("huge cysyt in uterus") in an adult female patient who had essure (batch no. 838567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's past medical history included chronic pancreatitis and multiparous. Concurrent conditions included fatigue, bloating, libido decreased, insomnia, pancreatitis, genital bleeding, dysuria, ovarian cyst, uterine leiomyoma, menometrorrhagia, uterine enlargement, adenomyosis and obesity. Concomitant products included abatacept (orencia), cholecalciferol (vitamin d3) and testosterone. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful period"), alopecia ("hair loss"), anorectal discomfort ("vaginal and rectal pressure") and vulvovaginal discomfort ("vaginal and rectal pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain lower ("cramping/left side pain"), autoimmune disorder ("autoimmune disease"), arthritis ("arthritis"), vaginal discharge ("discharge"), anxiety ("anxiety"), feeling abnormal ("brain fog"), gastrointestinal disorder ("bowel issues"), uterine pain ("uterine pain"), blood testosterone decreased ("hormonal changes describe: low testosterone"), vaginal infection ("vaginal infection"), urinary tract infection ("uti and bladder/ bladder or urinary problems or changes"), cystitis ("bladder infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cervicitis ("infection (other) describe: cervical"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), loose tooth ("dental problems:loose teeth"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), weight increased ("weight gain"), vulvovaginal pain ("vaginal pain"), dental caries ("dental problems: increased cavities"), proctalgia ("rectal pain") and uterine cyst (seriousness criterion medically significant). The patient was treated with ibuprofen, surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (had to be cut completely open.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rheumatoid arthritis, alopecia and nausea had resolved and the bacterial infection, abdominal pain lower, autoimmune disorder, arthritis, vaginal discharge, anxiety, feeling abnormal, gastrointestinal disorder, menorrhagia, vaginal haemorrhage, dysmenorrhoea, anorectal discomfort, vulvovaginal discomfort, uterine pain, blood testosterone decreased, vaginal infection, urinary tract infection, cystitis, bladder disorder, urinary tract disorder, female sexual dysfunction, cervicitis, depression, migraine, headache, loose tooth, dyspareunia, weight increased, vulvovaginal pain, dental caries, proctalgia and uterine cyst outcome was unknown. The reporter considered abdominal pain lower, alopecia, anorectal discomfort, anxiety, arthritis, autoimmune disorder, bacterial infection, bladder disorder, blood testosterone decreased, cervicitis, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, loose tooth, menorrhagia, migraine, nausea, pelvic pain, proctalgia, rheumatoid arthritis, urinary tract disorder, urinary tract infection, uterine cyst, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, vaginal discharge, anal discomfort, vaginal discomfort quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and bacterial infection ("bacterial infections") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial infection (seriousness criterion medically significant), abdominal pain lower ("cramping"), autoimmune disorder ("autoimmune disease"), arthritis ("arthritis"), vaginal discharge ("discharge"), anxiety ("anxiety"), feeling abnormal ("brain fog") and gastrointestinal disorder ("bowel issues"). The patient was treated with surgery (surgical removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bacterial infection, abdominal pain lower, autoimmune disorder, arthritis, vaginal discharge, anxiety, feeling abnormal and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthritis, autoimmune disorder, bacterial infection, feeling abnormal, gastrointestinal disorder, pelvic pain and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.